Manufacturer narrative:
Calyxo made multiple follow up attempts with the reporting hospital and treating physician to obtain additional details regarding the reported event; no response was received by the hospital staff or the treating physician. The device was not returned to the manufacturer for investigation. The specific lot number of the device used during this procedure was not reported to calyxo; however, a lot history review (lhr) of all device lots shipped to the account was performed which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that the devices met all design and manufacturing specifications when released for distribution. Renal bleeding is a known risk of ureteroscopy procedures, including the sure procedure. Bleeding complications have been documented in approximately 0.6% to 1.5% of ureteroscopy procedures and the aspire pivotal trial, which compared sure to standard ureteroscopy, demonstrated similar safety profiles. As such, there is no clinical evidence that shows the sure procedure with the cvac system leads to an increased risk of renal bleeding when compared to ureteroscopy procedures.

Manufacturer narrative:
The hospital submitted a medsun report# (B)(4) for a seperate patient event (MFR# 3014683069-2024-00001); however, this current patient was also referenced in their report. The manufacturer's investigation is currently in process.

Event description:
On (B)(6) 2024, the patient underwent an approximately one-hour ureteroscopic laser lithotripsy and stone removal procedure for a stone burden of approximately 2.5cm. Upon completion of the stone removal portion of the procedure, the physician performed a retrograde pyelogram and observed extravasation from the upper part of the kidney. The patient was fitted with a routine ureteral stent, and the procedure was completed. Approximately two days post procedure, the physician indicated that the patient remained in the hospital and did not provide further details. Further details were obtained on 04-dec-2024 when calyxo was provided with a copy of medsun report # (B)(4). This report was for a different patient event (MDR# 3014683069-2024-00001). In this report, the hospital had also listed information related to this current referenced patient as "suspected greater than normal internal pressure resulted in extravasation of contrast on retrograde at the end of the procedure and post operative acute blood loss anemia resulting in multiple day hospital stay for close observation."